Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve was perimeter 75.9mm and area of 448.3mm2. The valve was implanted at a depth of 5mm at non-coronary cusp (ncc) with a gradient of 3mmhg and final angiogram (angio) showed optimal results. A perivalvular leak (pvl) was noted after the procedure and a post-dilatation was performed with a 24mm non-abbott balloon. Five minutes after the procedure, a drop in diastolic pressure was noted, another angio was taken and confirmed the navitor valve was migrated and visible in the ascending aorta. A new 27mm navitor valve was implanted in the native valve with optimal end result. The physician mentioned the cause of migration was post dilatation and the left ventricular outflow tract (lvot) pushed the flap out. There was no delay in the procedure. There was no reported patient impact.

Manufacturer narrative:
The device was not returned for analysis. An event of migration, perivalvular leak (pvl), and hypotension was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott senior design/product development engineer. Based on all available information, the reported pvl appears to be related to procedural conditions (implant depth), per the imaging review. The reported migration appears to be related to procedural conditions (anatomical interaction with valve), per case details. The reported hypotension appears to be a cascading event of the migration. The reported surgery and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.